Manufacturer narrative:
Investigation of the returned guidewire revealed that the ptfe coating of the shaft was scratched and damaged intermittently but in a line for longitudinal direction, on one side of the shaft at more than one area between 66cm to 96cm from distal end of the guidewire. With the appearance of damage, it was suspected that the ptfe coating was scraped by metallic insertion tool, reproduction test was conducted and resulted in the ptfe scratch damage similar to the returned guidewire. Consequently it was thought that the guidewire was advanced into the guide catheter with a metallic insertion tool on it, and the guidewire manipulation was continued while the insertion tool was kept on it, so that the friction between the edge of the insertion tool and the guidewire increased, resulting the ptfe coating scraped and damaged due to the force exceeding the product design limit. During processing of this complaint, attempts were made to obtain complete event. Though no impact to or complication with the patient was reported, it was suspected that the scratched ptfe fragment might be left inadvertently in the patient anatomy. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. After the ptfe coating in the production process, inspection test is conducted for each ptfe coating lot to check that the coating is made with appropriated adhesion strength and there is no deficiency with the coating quality. IFU describes in its warning section; do not use this guidewire in combination with catheters (atherectomy catheter, metallic dilator, etc.) Which metallic parts may contact surface of this guidewire. Otherwise, this guidewire may be damaged or break apart.

Event description:
Reportedly, for the procedure to a 75-90% occlusive lesion at lad #7, a guidewire was advance to d1 branch and the subject guidewire was advanced to lad for the attempt to cross the target lesion, however, the attempt met difficulty. Some irregular feeling was noted with the guidewire manipulation and physician removed the guidewire out from the anatomy, it was found that the ptfe coating damage was observed. Physician arranged blood flow back into the guide catheter and found scraped fracture of ptfe on the hemostatic valve. Reportedly, the patient was discharged with no complication.

Manufacturer narrative:
(B)(4).